Event description:
It was reported that a vns patient experienced vocal cord paralysis in the past. The physician believed it was related to vns surgery. The physician was unable to recall the patient or the timeframe of the event. It was reported that the patient has been lost to follow-up. No additional relevant information has been received to date.